Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently hospitalized due to a blood glucose level of 529 mg/dl, and a loss of consciousness. Reportedly, the pump ran out of insulin prior to the event. Customer loaded a new cartridge; however, customer did not resume insulin delivery. Additionally, customer was using novolog supplies for over 72 hours. Bg was treated via intravenous fluids and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however customer has a stutter and memory loss as a result of the event. Pump data review by tandem technical support confirmed the pump was functioning as intended.